Manufacturer narrative:
Bd received samples from the customer facility for investigation. The samples were not evaluated because they were past the expiration date. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that the bd vacutainer® blood collection tubes buffered sodium citrate 0.3ml - 0.109m did not fill up to the mark and could not be read. No serious injury or medical intervention.